Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service engineer visually checked the instrument, performed a photometer calibration check, and confirmed the rinse mechanism's operation noise was without the vacuum discharge. He checked the rinse unit tubings and found that the vacuum tube in the rinse unit was damaged, causing an immediate and significant loss of pressure/vacuum. He replaced the tube, and the rinse unit noise was back to a standard operating level. The service actions performed by the engineer resolved the issue. The root cause was due to a leakage/seal (component failure).

Event description:
We received an allegation about discrepant results for 1 patient sample tested for sodium on a cobas 6000 c501 module. Initial result: 217 mmol/l. 1st repeat result: 167 mmol/l. 2nd repeat result: 143 mmol/l. No questionable results were reported outside the laboratory.